Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 199, 249 and 365mg/dl. Tests were done within 10 mins. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.